Manufacturer narrative:
Expiration date - april 2020. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has not been returned for evaluation. Therefore the investigation was based on the photo received and retention samples. Based from the results of our investigation, the root cause of the problem could not be identified. As per tc verification all samples received have damaged film near the tip part of the protector. The film was noted with slit cut on the bottom part of the package on the protector side. The packaging of the samples was noted with wrinkled bottom and top films. However, we have established our process in which defect similar damage to package will be trapped during boxing process and overall inspection verification of retention samples was confirmed free from any defects. There were no holes, scratch, tear or any damage related defects that may contribute to damage on blister packaging. We have proper loading of top film and bottom film in our packaging machine. Also, prior using the top and bottom film for mass production, we visually check the blister film for any tears. Furthermore, our assembled needles are packed with bottom film and top film in an automated process. No sharp edges were on the blister packaging machine that may cause damage on product and package. Prior shipment, qc performs outgoing inspection to check the overall condition of the needles and its packaging. No similar defect was found. Thus, the lot is shipped in good quality. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the package of a terumo cathelin needle was torn while removing from ub.